Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded a constant pacing impedance of 500 ohms and a constant shock impedance of 50 ohms. Further analysis revealed a fluctuating rv threshold between 1 volts and 2.2 volts. The analysis of the provided iegm episodes revealed artifacts of the rv and lv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause.

Event description:
It was reported that oversensing was noted on this lead via home monitoring. No adverse patient events were reported. Lead currently remains implanted. Should additional information be received, this file will be updated.